Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional information: (B)(6). Getinge field service engineer (fse) 24-4-30, the customer reported abnormal noise of the device. The customer was communicated by phone to confirm that the device did not alarm and no personal injury was caused. The customer was informed to replace other equipment to continue treatment. 24-5-4, the equipment was inspected on site. The cable above the motor fell and caused abnormal noise. The fault has been resolved. According to the factory requirements, all functional performance of the equipment was checked. The inspection results were within the factory requirements and can continue to be used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) made abnormal noise. It temporarily returned to normal after restarting. Other normal equipment was replaced. There was no adverse harm caused to patient.